Event description:
It has been reported to philips, that the device touch screen does not respond.

Event description:
It has been reported to philips, that the device touch screen does not respond.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touch screen does not respond. The device was not in use on a patient at the time of the event, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
Updated event description, device problem code, component and conclusion code.